Event description:
Reporter noted pt had laser procedure over two years ago and has filed a complaint with hospital complaint commission. Pt noted a glare and rainbows and relates it to the laser procedure. Doctor never saw the pt after treatment. Neither hospital nor doctor feel events were due to a failure of the laser.